Event description:
The customer reported via phone call that there were air bubbles in the reservoir and tubing of the infusion set. The customer's blood glucose was unknown. The customer stated that the size of the air bubbles was 1 cm. The customer confirmed that the insulin was stored in room temperature and that there were no leaks detected. The customer was informed of relevant infusion set and insulin pump information. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.